Manufacturer narrative:
Other, other text: device evaluation: the device was returned for analysis. Investigation including root cause analysis is in progress. A supplemental MDR will be filed as necessary in accordance with 21 cfr 803.56 when additional reportable information becomes available.

Event description:
It was reported that a pump was giving motor rate error while doing occlusion test. There was no patient injury reported.

Manufacturer narrative:
H10: device evaluation: the device was returned for investigation. Visual inspection and functional test were performed. The customers reported problem was not related to any previous repair. Visual inspection found both tamper seals intact, along with a crack right plunger case. No other signs of damage. There was evidence of the reported problem (error) recorded in event history log. The reported problem was duplicated. The investigation found that the motor rate error during occlusion test was due to normal wear of the coupling and gear. For corrective action, worn gear and coupling were replaced; the lead screw and clutch halves were also replaced as preventive measure. The root cause of reported problem was traced to normal wear consistent with usage of the device. A manufacturing device history record review was not performed because the results of the complaint investigation do not indicate a problem with the manufacture of the device. No causes or potential causes of the customer's reported problem were found during the review of service and repair records., corrected data: corrections: d4: model number: 3500; h4: mfg. Date. 02-jun-2015.

Manufacturer narrative:
Other, other text: b5: additional information received on (B)(6)2022 via email and attached to complaint object: the event occurred during pm testing. No patient involvement was reported.